Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from australia by our edwards lifesciences affiliates, it was a case of an implant of a 26mm sapien 3 ultra resilia valve in aortic position by right-transfemoral approach. During the procedure, no balloon aortic valvuloplasty was performed before implant. During inflation of the commander delivery system, a balloon burst occurred and, during deflation, blood was seen in the syringe. The valve had been fully deployed. The delivery system was pulled back to descending aorta and there was an attempt to retrieve the whole system into the esheath+. However, some difficulties were encountered when withdrawing the delivery system into the esheath+. So, the delivery system was removed through the esheath+ with a quarter of the burst balloon connected. The whole distal part of the system, including the wire that connects the whole delivery system, was snapped and wrapped up onto the guidewire and was left in vessel. The remaining parts were left in the distal part of the esheath+; and an emergency vascular cutdown was performed to remove the esheath+ and remaining parts of delivery system. The patient was transferred to ICU in stable condition for monitoring post-procedure and post-vascular cutdown and repair due to retrieval of remaining parts of the delivery system. As reported, the perceived root cause of the event was possibly due to calcium in the tip of the non-coronary cusp leaflets.